Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter did not powered on with button depression although a bleeping sound was heard or with test strip insertion. Meter was sent for futher investigation and was visually inspected. It was observed that the case had been broken at the top and pry marks were observed around the edge of the casing. Physical damage to the port was also observed which left damage marks to the port area. The complaint is not confirmed.

Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.